Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4). The dentist reported that 11 days after the dental implant was installed in intraoral region 29#, its non-osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type iii and bone graft was placed.